Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05038. It was reported that the patient replaced their system controller on (B)(6) 2021 secondary to being woken up by alarms from their system controller. The patient found their mobile power unit (mpu) unplugged and when they plugged it back in, both the system controller and the mpu began to alarm (no external power). The mpu had a v-lock connector on the a/c power cord and the power cord came loose at the wall outlet. There were no noted environmental circumstances that would have affected a/c power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the downloaded log file. A review of the submitted log file spanned approximately 5 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 02:25, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 0v. This was due to a loss of ac power and is consistent with an ac cord disconnection. The alarms cleared on its own shortly after the controller was connected to batteries. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2021 at 02:31 for a controller exchange. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis. The provided information stated that the patient had a v-lock and the power cord came loose from the outlet. Per the provided information, the root cause for the reported event was determined to be user error by disconnecting the ac cord from the outlet. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6)was shipped to the customer on 05feb18. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.